Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. ¿ visibility/palpability: unable to observe. ¿ pain: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side "super painful and big changes after having a mammogram and rupture discovered during surgery". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side "super painful and big changes after having a mammogram and rupture discovered during surgery". The device has been explanted.